Event description:
It was reported that post mechanical thrombectomy procedure using the subject retrieval device, the patient suffered a subarachnoid hemorrhage (sah) and a small vessel dissection. There was no treatment required and the event was reportedly resolved. The event was reported as related to the subject trevo device but unrelated to the procedure. No further details were provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that post mechanical thrombectomy procedure using the subject retrieval device, the patient suffered a subarachnoid hemorrhage (sah) and a small vessel dissection. There was no treatment required and the event was reportedly resolved. The event was reported as related to the subject trevo device but unrelated to the procedure. No further details were provided.

Manufacturer narrative:
The device is not available to the manufacturer.